Event description:
It is reported that in 1994 patient underwent implantation of intramedullary nail to fixate fractured right femur. Post-operatively, patient underwent two unsuccessful attempts in 2001 to remove the nail, and the nail could not be removed because of bony ingrowth.